Manufacturer narrative:
No product was returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that fluid leaked from the pvc bag into the surrounding cassette and subsequently into the environment. Because the cassette contained the cytotoxic drug 5-fluorouracil and was also contaminated on the outside, it had to be disposed of. There was no patient involvement.

Manufacturer narrative:
No device was returned for analysis of complaint that fluid leaked from the pvc bag into the surrounding cassette and subsequently into the environment. Two photos were attached to the complaint. In these photos it¿s not possible detect the leaking area, however liquid was detected outside of the medication bag. According to photos received, the failure mode leaking was confirmed. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.